Event description:
It was reported that the patient had presented with less than 50% therapy relief and didn¿t think that the pump was working. At the time of report, the pump was one year away from the elective replacement indication. The physician decided to change out the pump. During the surgery, it was noted that the patient¿s catheter was not draining cerebrospinal fluid and the pocket had a crusty, scaly appearance. The physician suspected that it was the drug. He was aware that there was drug in the catheter, but still decided to try flushing the catheter. It was then found that there was a catheter break and it appeared to be leaking in several areas. At that time, it was decided to replace the entire device system. The device system had been used to deliver dilaudid.

Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2007 (B)(6), explanted: 2013 (B)(6), product type catheter. (B)(4).